Manufacturer narrative:
Evaluation summary: it is unknown if a drill guide was used when drilling the screw hole. The pt's bone quality is also unknown. A drill bit fracture can be caused by one or more of the following. Excessive force applied during usage. Continued operation of the drill after it was stuck against hard material. Rapid reversal of direction of rotation when the device is stuck. Excessive bending. Device wear due to usage with time. Low speed / high torque of operation. Based on the info provided, a definitive cause for the fracture cannot be determined with certainty. The dimensions that were measured on the returned parts were conforming to specifications. The device history record was reviewed and found to be conforming to the manufacturing, inspection, and packaging specifications.

Event description:
It is reported that the two drill bits fractured during use.